Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads (model 3156) with the same lot number. The patient was implanted with 2 scs systems (thoracic and cervical). It was reported the patient experienced diminished therapy with his thoracic system. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted and replaced which resolved the issue.